Manufacturer narrative:
Concomitant products: 6947m55 lead; 419578 lead; 5867-3m adaptor; dtba1d4 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the patient complained of their left side abdominal wall 'jumping' after a large meal. It was noted that the patient experienced extra cardiac stimulation and phrenic nerve stimulation caused by the left ventricular (lv) lead. The lead remained in use, and then was reprogrammed and continues to be in use. The patient is enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.